Event description:
A discordant, falsely low blood urea nitrogen (bun) result and two albumin results were obtained on three patient samples on a dimension vista 1500 instrument. The discordant bun (sid (B)(6)) and albumin (sid (B)(6)) results were not reported to the physician(s). The albumin result (sid (B)(6)) was reported to the physician(s), who questioned it. The samples were repeated on the same instrument and an alternate instrument and all resulted as expected. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low bun and albumin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse replaced sample probe 3 due to a malfunction. The cause of the discordant, falsely low bun result is a malfunction of sample probe 3. The instrument is performing within specifications. No further evaluation of the device is required.